Manufacturer narrative:
This report is being supplemented to provide results of evaluation. During device evaluation at olympus, it was found the complaint was not confirmed and no e315 error code was displayed. Evaluation did find the scope was not waterproof and traces of moisture were found inside the connector. Also, evaluation found the connector cover was cracked and leaky, the connector was corroded, the bending section cover adhesive was worn out, the distal end and lenses were scratched, the connecting tube was scratched, the universal cord was buckled, this event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device leaked and water invaded while the user was handling the device. Due to the invasion, an abnormality of electronic parts occurred which led to a temporary display of the error message at the user facility. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope displayed an e315 unsupported scope error message and the scope failed the leak test. The issues were found during reprocessing when the scope was connected to the column. There was no reported patient harm or impact due to this event.